Manufacturer narrative:
Pump was received with a cracked battery tube threads, a cracked case behind the pump and a cracked case corner of the belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment had crack. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.